Event description:
It was reported to boston scientific corporation in 2009, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, a sphincterotomy was being performed and while cutting, the cutting wire on the tome snapped at one end. The other end of the wire remained attached to the tome. The tome and the scope were removed from the pt. The procedure was completely successfully using another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.